Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The clip remains in the anatomy and was not returned. Inspection of the returned device indicated that all components were intact. The device was returned fully clip-deployed as intended. There were no damages observed on the sheath or delivery tubeset. The reported bending and sheath splitting issue could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. Additionally, twenty-eight unused, sterile devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed and the sample devices passed with acceptable results. No manufacturing or abnormal observations were detected. There is no indication of a product deficiency. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar bending and sheath splitting issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a starclose se device with a 6f sheath after a diagnostic angiogram. Reportedly, there was more resistance than usual during sheath splitting. The physician stated that one tine was sticking out more than usual during sheath splitting. The clip was deployed and hemostasis was achieved with the starclose se device. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.